Event description:
Ambulatory infusion pump in total parenteral nutrition mode, continuously alarming high pressure. Nursing measures and assessment done. Line not occluded. Pump replaced and returned to MFR.